Event description:
Caller states the info sys is burned on the circuit points. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in a foreign country.